Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels and no delivery alarms. Blood glucose level at the time of the incident was 332 mg/dl. Blood glucose level at the time of the call was 281 mg/dl. Customer's mother also reported blood glucose levels up to 424 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.